Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the liner would not seat into the cup. An alternate liner was used successfully. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  One g7 neutral arcomxl lnr 36mm g was returned and evaluated. Upon visual inspection the locking feature shows damage. There are drill hole through the device and scratching to the lip. There are no indentations to the outside of the device. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.